Manufacturer narrative:
The customer returned the suspected contour next link 2.4 and contour next one meters for evaluation. An in-house testing was performed using the returned meter with in house test strips, which gave satisfactory performance. In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
A (B)(6) customer reported that at 12:35 p.m., he obtained a reading of 209 mg/dl on a contour next link 2.4 meter and took 4 units of insulin. At 1:23 p.m., the customer ran another test on the contour next link 2.4 meter and obtained a reading of 203 mg/dl. He performed comparison testing with a non-ascensia meter and obtained a reading of 52 mg/dl. He performed another set of testing on the contour next link 2.4 meter, contour next one meter and a non-ascensia meter and obtained readings of 200 mg/dl, 65 mg/dl and 53 mg/dl respectively. The customer was experiencing weakness. He had liquid rock candy and felt better. There was no allegation of an adverse event. The customer discarded the bottle of test strips, therefore, the test strips are not expected to be returned and the test strips information is not available. Replacement meter, test strips and control solution were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
A device history record was reviewed for the contour next link 2.4 meter (serial # (B)(4)) and no manufacturing anomalies were found.